Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked end cap.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment and drive support cap area was cracked and broken. Customer reported that insulin pump falls out of pocket. Customer's blood glucose was 147 mg/dl. Customer was advised that insulin pump would need to be replaced.